Manufacturer narrative:
Corrected information h6:medical device problem code a070801 is replaced by a070908. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not have the set loading instructions pop up when slide clamp was inserted into keyhole. This occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.